Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the unaided eye observed a thin coat of silicone on the inlet spike and no black spots were observed. The medical grade silicone oil found on the spike is required by this product during the manufacturing process for proper assembly and functionality. A visual inspection was performed under magnification and no black spots were observed. Functional testing of the sample was performed with sterile water and no leak was observed. The reported condition was not verified. The device was conforming product. The product met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet leaked at the adaptor and had black spots on the tube. This occurred prior to patient use. There was no patient involvement. No additional information is available.